Manufacturer narrative:
Product event summary: manufacturer's analysis could not reproduce the customer comment of the programmer crashing but there were multiple error found in the error log. The computing platform was replaced and the programmer passed testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had been crashing. The programmer was returned for service. No patient complications have been reported as a result of this event.